Manufacturer narrative:
The suspect device was returned and evaluated. Visual inspection observed the pump to be in poor condition as the top case and both right and left plunger cases were found damaged. A review of the event history log did not confirm that the error had occurred. The error was not found during testing. Unable to confirm the reported issue.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.